Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: due to a lack of sufficient information, we are unable to identify the cause of the issue. A philips field service engineer has made three attempts to obtain more details about the dose report and patient outcome without success. The most likely cause is the long procedure time (7 hours), which lead to a high dose rate. The procedure took 7 hours. As a result, the patient experienced hair loss. No malfunction of the system was identified by the field service engineer. The customer mentioned that three other patients complained (complaints: (B)(4)) about hair loss after a procedure on the same philips system (722013, s/n: (B)(4)) and the same user. We have analyzed planned maintenance documentation from may 2016 until august 2017. No system malfunction was identified. In addition, during maintenance, system checks were passed. The user stated to our philips employee that the issue mainly happens with patients undergoing an embolization procedure.

Manufacturer narrative:
At this moment philips did not receive detailed information about the patients. Philips is in the process of obtainng more information about the patients. When the investigation has been completed philips will inform the FDA .

Event description:
Philips received a complaint from the customer in which it was stated that some patients are complaining about hair loss after the procedure. At this moment philips did not receive detailed information about the patients. According the philips service engineer the system worked within specifications.